Event description:
An unknown size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lad lesion. The vessel morphology was reported to have severe calcification. It was reported that the physician inserted the endeavor delivery system and was experiencing difficulty while trying to advance to the lesion. The stent was unable to cross the lesion; upon removal into the guide, the stent dislodged in the lad. The undeployed stent was crushed into the vessel wall with two stents from another manufacturer. The procedure was successfully completed. The patient is fine.

Manufacturer narrative:
Evaluation results: severe calcification; embolism-device; lack of information, device not returned. Secondary intervention.